Event description:
It was later reported during follow up that the implantable cardioverter defibrillator (ICD) was not programmed to pace at implant and was working as expected at the time of the event. The ICD was programmed to pace at a later date and optimized to reduce the patient's symptoms. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 680r36 heart ring; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported by the patient that the "heart was not going in rhythm for past couple of weeks" and the patient "felt a little sluggish". The patient stated that the company representative was contacted and adjusted the pacing of the implantable cardioverter defibrillator (ICD). It was stated that the patient "is feeling better" since the adjustment. Further follow-up did not reveal any additional details regarding this event. The ICD remains in use. No patient complications have been reported as a result of this event.